Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that at a routine follow-up check, it was noted that there was noise on the right ventricular (rv) lead. The lead also exhibited decreased r-wave sensing and low short interval counts (sic). The patient was sent home and will be monitored and the right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.